Event description:
The pt called lfs alleging that their one touch basic enhanced meter was reading inaccurately low. The pt rec'd readings of 12 mg/dl, 22 mg/dl, 31 mg/dl, and 18 mg/dl during the night and 11 mg/dl, and 9 mg/dl the following morning. While testing the pt was experiencing hypoglycemic symptoms of shakiness and breaking out into sweats during the morning hours. With such low readings, one would anticipate more severe symptoms and the individual would be expected to have an altered level of consciousness. They reported contacting a medical professional for advice; however, no other treatment was sought. The customer svc rep was unable to troubleshoot since the pt did not have any quality control supplies. The customer svc rep confirmed that the test strips were in good condition, the calibration code was set correctly, and the test strips were not stored improperly, expired or opened longer than the discard date. The pt did obtain a 24 mg/dl while on the phone with the customer svc rep. Pt's meter, test strips, and control solution were replaced. Based on the info supplied by the pt, there is an indication that the product(s) malfunctioned and that the event meets the criteria for a medial device reportable.